Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Serial number not available.

Event description:
The customer reported that the ventilator cannot boot up. There was no patient involvement.